Event description:
It was reported that a device displays an infusion is in progress when programmed with tubing set in place, but the actual device does not infuse - no operation occurs. There was no report of pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device eval is complete.